Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered due to pacing impedance on the right ventricular (rv) lead greater than the baseline value. The impedance had been trending upward. The lead remains in use. No patient complications have been reported as a result of this event.